Manufacturer narrative:
(B)(4). Date sent 2/3/2026. D4 batch #649d88. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no malformed staples were noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 649d88, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that some staples malformed after firing; and oozing occurred. Suture was used to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. D4: batch #unk. Additional information was requested, and the following was obtained: how much blood was lost (ml)? -unknown. Did the patient require a transfusion? -no. How was the bleeding addressed? -suture sewing. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a98f4c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.